Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.